Event description:
During a hemorrhoidal ligation, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that the user opened the package and discovered the trigger cord at bands area is loose [trigger cord not retained under the bands]. User changed to another same device to complete the procedure. This occurred prior to use. There was no impact to the patient.

Manufacturer narrative:
This investigation is ongoing. We will submit a follow-up emdr within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box/tray from the lot number provided in the report. All components were included in the return. Photos were provided and reviewed. The first photo shows a series of endoscopic images, however there was no cook device present in these images. The second photo shows the label which matches the report. The third photo shows the barrel with the bands on it, and the trigger cord where the legs have moved out from under the bands and are loose under the bands. Our laboratory evaluation of the product said to be involved confirmed the complaint based on the condition of the returned device. A visual inspection showed that all 6 bands remained on the barrel, portions of the trigger cord had come away from the barrel and was no longer properly retained under the bands. All 12 deployment beads are present on the trigger cord however they are shifted out of position on the barrel. Correct bead placement could not be verified due to the trigger cord still being attached to the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. Using a shelf stock sample we were able to recreate the failure if we twisted the bands while loading the barrel onto the endoscope. The twisting allowed the trigger cord to lift from between the bands. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the device confirmed the report; both legs of the trigger cord were found to be extended away from underneath the bands. We were able to recreate the failure if we twisted the bands while loading the barrel onto the endoscope confirming the likely cause as user related. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed by the pictures provided in response to this report because the product said to be involved was returned in a different state of deployment. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo shows a series of endoscopic images, however there was no cook device present in these images. The second photo shows the label which matches the report. The third photo shows the barrel with the bands on it, and the trigger cord where the legs have moved out from under the bands and are loose under the bands, confirming the complaint. A used device from the same lot number of that in the report was returned in a white plastic bag with an open box/tray from the lot number provided in the report. All kit components were included in the return, however 4 bands were not returned. A visual inspection of the trigger cord and barrel showed that only 2 bands remained on the barrel, and the trigger cord was properly retained under the bands. Due to the altered state of the device deployment, further evaluation was not possible for this report. Using a shelf stock sample we were able to recreate the failure if we twisted the bands while loading the barrel onto the endoscope. The twisting allowed the trigger cord to lift from between the bands. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report, however, we could not conduct a complete investigation because the product was returned with bands deployed. We were able to recreate the failure if we twisted the bands while loading the barrel onto the endoscope confirming the likely cause as user related. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.